Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values 4 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient was traveling with her sisters when she suddenly felt nauseous. Her cgm reading was 400 mg/dl on her tandem insulin pump. No bg meter comparison was done, as the patient did not have one with her. The patient started vomiting and therefore decided to go to the emergency room. At the hospital, the patient¿s bg via fingerstick was 525 mg/dl (no cgm comparison value provided at this time). She was diagnosed with diabetic ketoacidosis and treated with an unspecified anti-nausea medication and an IV insulin drip. The patient was discharged 2 days later once her bg stabilized. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.